Event description:
Pt was revised because the cup was grossly loose. Poly wear was discovered intraoperatively.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and/or lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the info available. Although the report cannot be confirmed, it would not be unreasonable to find poly material wear after the length of time reported as implanted. Based on the inability to identify a root cause, the need for corrective action was not indicated. The investigation has also determined the liner product code is now obsolete. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.